Manufacturer narrative:
Eval codes for section h6: 100. The ceramic head has fractured. The metal thimble was cut or split during removal. The measurable affected dimensions meet specifications.

Event description:
Device fractured requiring revision surgery to remove and replace device.